Manufacturer narrative:
Sc-1132(B)(4): the source of the pocket pain when stimulation is on was not determined. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient had the entire system explanted because the presence of the ipg and leads was very uncomfortable. The leads were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead, 50 cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had the entire system explanted because the presence of the ipg and leads was very uncomfortable. The leads were discarded by the facility.